Manufacturer narrative:
Sample was li heparin plasma and was centrifuged for 10 minutes at 2800 rpm. Qc was within specifications prior to the erroneous results. Bci hotline assisted the customer in cleaning out the wash valve and reassembling it. A system check was performed and failed. Hotline then recommended the customer replace the aspirate probes and repeat the system check which failed again. A field service engineer (fse) was on-site. Fse replaced the main pipettor probe tip performed a system check which passed. Fse noted no other hardware issues. Per customer, there have been no further issues since service visited. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result generated by the access® 2 immunoassay system for one patient. A patient sample when tested gave an accutni result of 11.05ng/ml. Upon repeat, the sample gave a result of 0.01ng/ml. The erroneous result was reported outside of the laboratory. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.